Event description:
The patient expired on (B)(6) 2016 due to congestive heart failure. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mos1. A number of 82 charging cycles was documented. The memory content of the device was inspected. The inspection revealed, that the antitachycardia therapy function was not deactivated after explantation. As a result, the large amount of charging cycles was caused due to the detection of noise. However there were no indications of a device malfunction. The ability of the device to deliver therapies was tested. The anti-brachycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. There was no indication of a material or manufacturing problem.